Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.35. I-stat: date/time: (B)(6) 2011 5:50, result: 0.35, repeat: 0.00; access: (B)(6) 2011 8:53, <0.03, <0.03. The patient was treated on the first I-stat result of 0.35 and sent to the cath lab for a catheterization. The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).